Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, at the start of the case following intubation but prior to the start of the surgical procedure, the clinician encountered difficulty in ventilation. The clinician reportedly switched to an ambu bag and ventilation was able to be maintained. It was further reported that the patient died.

Manufacturer narrative:
Ge healthcare performed a checkout of the equipment and found it to function within manufacturer?s specifications. The log review indicates numerous alarms, indicative of insufficient gas volume in the patient circuit to ventilate the patient. The hospital did report difficulty in intubating the patient and further reported an ambu resuscitation bag was not available.